Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow key was intermittently unresponsive. The ok and contrast keypad buttons responded appropriately and the down arrow key was unresponsive. There was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that since approximately (B)(6) 2012 the up arrow button had become intermittently responsive. The patient denied trauma to the pump or moisture exposure. The patient reportedly wore the pump in a pocket and did not clean it. No further information was captured from the patient. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.